Event description:
A report was received that the patient¿s lead was showing high impedances. The physician believed that the lead extension was too short and did not have enough slack in it, therefore was causing the impedance issues. The patient underwent a revision procedure wherein the lead extension was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's lead was showing high impedances. The physician believed that the lead extension was too short and did not have enough slack in it;, therefore, was causing the impedance issues. The patient underwent a revision procedure wherein the lead extension was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead extension passed visual, electrical, mechanical, and photographic imaging tests performed. The device exhibited normal device characteristics.